Event description:
Patient was revised to address migration of the cup into a vertical position.

Manufacturer narrative:
Patient was revised to address migration of the cup into a vertical position. Doi (B)(6) 2003 - dor (B)(6) 2012 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Follow up for patient x-rays is being conducted. Should any be received the investigation will be reopened. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, vertical cup, metallosis, and while trying to remove the 45mm screw it broke and was 1-2mm prominent. The part/lot information is being updated for the liner. The stem is being added for the alleged high metal ions (no labs provided dated before dor) and the 45mm screw is being added for being prominent. They were unable to remove the 45mm screw after the head broke off so it was left in place.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 4/22/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and elevated metal levels. We are adding the liner and head to address the metal on metal allegations.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against femoral head, acetabular cup, and one bone screw. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Ppf alleged metal wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.